Event description:
Per the clinic, the patient experienced poor performance with the device from activation. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another device during the same surgery.